Event description:
A surgeon reports that a pt had an intraocular lens (iol) implanted in the left eye in 1996. In 2004, the surgeon noticed the iol was cloudy and has impacted the pt's visual acuity the following month the pt's visual acuity was 20/16 and decreased to 20/50. The iol was removed and replaced. Additional information has been requested.